Event description:
On (B)(6) 2012, the patient was treated for a thoracic aortic aneurysm with a gore tag thoracic endoprosthesis. The device was landed as intended and the aneurysm was excluded. As the gore dryseal sheath was being withdrawn from the right iliac, the iliac vessel ruptured. The physician performed an aui and a fem-fem bypass during the repair of the iliac. The patient tolerated the procedure. The measurements in the right iliac artery were between 7 mm and 8.5 mm.